Manufacturer narrative:
Customer collects bhcg samples in either plasma or serum tubes with a gel separator. Centrifugation information has not been supplied to date. Qc has been within customer's established ranges. Specific qc data has not been supplied to date. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false positive bhcg results for fourteen (14) patients. The results were generated by the unicel dxi 800 access immunoassay system. Subsequent testing after re-centrifugation produced lower results in a different gestational category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.